Manufacturer narrative:
(B)(4).

Event description:
The product was evaluated. The device was visually inspected and no defect was found. Charge and boot testing was performed and passed. The log was downloaded, a review of the share logs was performed and error was not found within the investigation window. All functional testing was performed and passed. The allegation was not confirmed. The root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the receiver displayed different values compared to the cgm app. Data has been received but is pending evaluation. A follow up report will be submitted upon completion. No injury or medical intervention was reported.